Manufacturer narrative:
Corrected data: additional information received from the surgery center revealed that the reason for doctor being unhappy was due to loading issue of the lens and there was patient contact only with the cartridge tip. There was no patient injury and no medical intervention was required. The procedure was completed successfully using another lens of same model and diopter. Upon reviewing the complaint folder, it has been determined as there was patient contact only with the cartridge tip and the reason for doctor being unhappy was due to the reported loading issue, the event this time is not considered a reportable event. Therefore, no further information will be submitted under medwatch 2648035-2021-07320. Additional information: section h6: health effect - impact code: 2199 - no health consequences or impact. Section h6: medical device problem code: 1670 - use of device problem. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/ replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor was not happy upon the insertion of the intraocular lens (iol). The surgery was successfully completed with a backup lens of the same model and diopter. The event was observed when inserting into the eye. No further information is available.